Event description:
It was reported that patient complications occurred. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours) at the time of index procedure. A loading dose of 324 mg of aspirin and 225 mg of clopidogrel was given prior to index procedure. The 20 mm x 2.50 mm target lesion was located in the first obtuse marginal branch of the left circumflex artery (lcx) and was pre-treated with three devices including a 2.50 mm x 12 mm semi-compliant balloon angioplasty catheter resulting in 20% residual stenosis and timi flow 3. The target lesion was then successfully treated with a 2.50 mm x 30 mm agent dcb resulting in 10% residual stenosis and timi flow of 3. A non-target lesion extending from the proximal circumflex to the distal circumflex artery was successfully treated prior to the treatment of target lesion using a 3.00 mm x 24 mm drug eluting stent, and 3.0 mm x 20 mm and 3.5 mm x 20 mm balloon angioplasty catheters. Post-procedure, elevated cardiac enzymes were detected and the patient was diagnosed with myocardial infarction. The patient was discharged from the hospital.